Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary orl7twrb station was with a bent drawer. Drawer was unable to slide back in and close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was damaged. A field service engineer (fse) found that auxiliary 7 would not close due to a bearing cage causing a jam. The slide was replaced, and the drawer mechanics and pockets were tested in the application with no issues noted. The system functioned as intended after the field service engineer repaired the device.